Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation an external visual inspection of the returned cycler was performed and found no discrepancies. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. The pump door test passed. The system air leak test passed. The safety clamp check passed. The switch check passed. An internal visual inspection of the returned cycler was performed and encountered a shorted t1 transformer no other discrepancies were found. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during step 7 of set up for pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative issued the patient a new cycler. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler in received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. During physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.